Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient experienced an increase in spasticity related to the volume discrepancies. There were no known contributing factors to the volume discrepancies. Per the healthcare provider there were no additional actions or interventions taken to resolve the volume discrepancies. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional indicating that the pump was replaced in the morning due to volume discrepancy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 19-dec-2017 from a healthcare professional (hcp) who reported that the symptom the patient had related to the volume discrepancies was that he would not have any result with pump increases. No further complications have been reported as a result of this event.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that over the past 3 years there had been increasing amounts of residual volume with the pump. At the last refill, there was three times the expected volume. The reporter was unaware of any signs or symptoms the patient was experiencing. It was also unknown at this time if there were any environmental, external, or patient factors that may have led or contributed to the issue. A side port study was done and showed great flow. The issue was not resolved. The patient was scheduled for pump replacement on (B)(6) 2017. The patient status was reported at ¿alive ¿ no injury¿. No further patient complications have been reported as a result of this event.